Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and defib cycling testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery logs were reviewed. No abnormalities were observed. The device was tested with returned and test batteries. The device passed all testing and could not replicate the reported issue. The device works as expected. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated they were able to reattempt the charge and were able to successfully defibrilalte the patient with no delay. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.